Event description:
It was reported that the patient experienced multiple beeping tones from their device. Boston scientific technical services were contacted to evaluate the device data and it was noted that there was an alert for out of range shock impedance. It was noted that the patient's current impedance, although still high, was within acceptable range to ensure critical therapy delivery. It was explained that device beeping would stop after interrogation with a programmer. Because the current impedance trend was stable, technical services recommended reprogramming the alert settings of the device to prevent future beeping at that value. The system remains implanted and in service with no adverse consequences.